Event description:
It was reported by a customer in (B)(6) that, during a tracheostomy procedure, upon insertion of the previously tested 8lpc tracheostomy tube, it was observed a leakage in the ventilation. The valve failed to inflate, and the device was replaced by a similar one. There was no reported patient injury.

Manufacturer narrative:
(B)(4).